Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to calling ccc, the customer ran quality controls (qc), which were out of range. The customer performed calibration on ion selective electrode (ise) which failed due to high standard imprecision. The customer then performed troubleshooting and recalibrated ise. The customer re-ran qc, which were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the ise module and replaced the reference electrodes due to high calibration flags. The cse recalibrated ise and ran qc's, which resulted within range. The cause of the discordant, falsely elevated chloride result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride (cl) result was obtained on one patient sample on an advia 1800 instrument . The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride result.